Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under-responsive. The reported also alleged that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: during visual inspection, it was observed that the keypad was peeling and there was a tear at the ok button. All buttons were responsive to user input. The keypad was removed and there was contamination found under all the keypad button contacts. Unrelated to the original complaint, it was observed that when the pump was powered on, the display was dim and discolored.